Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report stating that during a case customer received an e2 and had to hand crank. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service engineer was dispatched to the facility to investigate the device and could confirm the reported issue. The device was returned to the manufacturer for investigation. Results revealed an eprom memory failure. The eprom is mounted on the processor board thus, this component was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service.